Manufacturer narrative:
The distal tip of exposed soft cannula was found to be damaged or pinched. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.6 mmol/l (496.8 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.